Manufacturer narrative:
The device was received. Evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the internal carotid artery. The .014 acculink stent was not able to be deployed as it was difficult to move the pullback handle during the attempt at deployment. After 10 mm of moving the pullback handle down the whole handle broke into two pieces. The stent completely failed to deploy. The stent delivery system was able to be simply removed without incident to the patient. Another carotid stenting system was used to complete the procedure. There were no adverse patient effects and while there was a delay in the procedure, there was no injury to the patient. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue and failure to retract the slider was unable to be confirmed due to the condition of the returned unit. The handle separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the deployment issue. It may be possible that the distal shaft was entrapped within the vessel such that the slider was unable to retract; however, this could not be confirmed. Applying force during the attempt to retract the slider likely caused the slider cover on the handle to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.